Event description:
On 6th august 2025, rayner received notification from a UK healthcare facility of an event that occurred during use of a rayone aspheric rao600c. The event description provided states immediately following implantation therre was a crease in the centre of the iol necessitating lens explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye a crease was observed in the centre of the lens. The lens was explanted through an enlarged incision during the original surgery session. The patient required sutures due to the enlarged incision. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device is reported to have been explanted in multiple pieces and has not been made available to rayner for return. Rayner lenses can cause posterior capsule folds/creasing as a direct result of the high radial force exerted on the capsular bag and it is therefore possible that the perceived crease in the lens was in fact a fold in the posterior capsule. Our review of production records for the rayone aspheric rao600c batch 055269908 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 055269908. Without the ability to examine the device and without clear event details being provided it is not possible to determine root cause in this case.